Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the surgical intervention may be pending to replace the patients ipg. No further information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported event of the ins reaching eol/eos was confirmed. As received, the ins was unable to connect to the lab cp due to a depleted battery (the battery voltage measured below eos level). When the ins was cut open and powered on using an external power supply, an error code was displayed on the cp indicating it was ¿unable to connect to stimulator¿. Troubleshooting found microcontroller, u45, was not producing output, vref+. It measured 0.0vdc and should measure 1.5vdc. A longevity calculation could not be performed due to the ipg not being able to communicate with the cp and also no patient settings were provided. An expected device longevity of 3.3 years, for a device with nominal settings, is stated in the clinicians manual. The device was implanted for 3.68 years.

Manufacturer narrative:
Additional information: patient weight, explant date and initial reporter address. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicated the device was explanted and replaced. No complications were noted during the procedure and therapy was restored.

Manufacturer narrative:
The reported event of the ins reaching eol/eos was confirmed. As received, the ins was unable to connect to the lab cp due to a depleted battery (the battery voltage measured below eos level). When the ins was cut open and powered on using an external power supply, an error code was displayed on the cp indicating it was ¿unable to connect to stimulator¿. Troubleshooting found microcontroller, u45, was not producing output, vref+. It measured 0.0vdc and should measure 1.5vdc. A longevity calculation could not be performed due to the ipg not being able to communicate with the cp and also no patient settings were provided. An expected device longevity of 3.3 years, for a device with nominal settings, is stated in the clinicians manual. The device was implanted for 3.68 years.